Event description:
Boston scientific received information that during a device replacement procedure a few months ago, the shock impedance on this right ventricular (rv) lead was high. Per boston scientific technical services (ts) advice, removed can from pocket and lead from header and cleaned off and still have high impedance. Defibrillation threshold (dft) test was performed and conversion was successful and impedance values within normal limits. In the months since the impedance has climbed steadily and is now showing some out of range measurements. The lead was surgically abandoned and a new rv lead implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.